Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue is due to one of the device's internal batteries, designator bt2, has a fractured contact point where it connects to the analog pcb and is not making a good connection.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no reported of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device unexpectedly powered off during testing.